Event description:
It was reported to covidien that missing segments occurred after the discharge test during inspection, and this problem was not confirmed in the beginning. No patient harm reported.

Manufacturer narrative:
The failure was isolated to the front board and it was replaced. (B)(4).